Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 5078712/5093089.

Event description:
It was reported that patient had an infection at the ipg site. Symptom of fever was noted. The physician believed that it was not device or procedure related and the cause was unknown. The patient prescribed antibiotics and underwent explant procedure. The explanted devices were discarded.